Event description:
The customer contact reported charring and melting at the male end of the ac power cord. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "defective, do not use." No tracking info was provided on the note; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that one of the prong blades was charred and melted and there was charring around the ground prong on the plug at the male end of the ac power cord. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)